Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) would not communicate with a programmer or respond to the application of a magnet at a routine follow up visit.